Event description:
It was reported that during a ptca/stent procedure the duet was implanted in a chronic totally occluded lad. During the placement of another co's stent proximal to the duet, a thrombus was visualized in the duet stent. Administration of reopro resolved the thrombus. Reportedly the procedure was successfully concluded and no pt injury was associated with this event.